Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). In 11/2004, the circulatory support person contacted the manufacturer reporting that the pt was originally implanted at another hospital and was referred to this hosp due to suspected pump failure for a pump exchange. The original outflow conduit was left in place when this pump was changed out. A hole in the outflow conduit was noted on echo and the valve was replaced on 10/04. The pump then was presented with current limit advisories and the pump had stopped. The pt was taken back to the o.r for a pump exchange in 2004. The pt subsequently expired related to rv failure and bleeding.